Event description:
Olympus reviewed the following literature titled "impact of a new dedicated sheath device for tissue sampling of biliary stricture on pathological diagnostic yield: retrospective study". Background and study aims endoscopic transpapillary biliary forceps biopsy (tbfb) is a common method for obtaining specimens from biliary lesions. Its diagnostic yield is unsatisfactory; to overcome this disadvantage, a dedicated sheath has been developed. This study aimed to evaluate the outcomes of conventional tbfb and tbfb with a novel sheath device. Patients and methods consecutive patients who underwent tbfb between january 2020 and december 2021 were retrospectively evaluated. The rate of obtaining adequate samples, failed attempts at forceps insertion into the bile duct, and sensitivity were compared between the two groups. Results ninety-two patients who underwent 115 endoscopic retrograde cholangiopancreatographies (76 in the conventional group vs. 39 in the dedicated sheath group) were included. The rates of obtaining adequate samples, failed attempts of the forceps into the bile duct, and sensitivity were 72.4% vs. 89.7% (p = 0.03), 28.3% vs. 0% (p < 0.01), and 66.7% vs. 88.9% (p =0.02), respectively. Conclusions tbfb with the novel sheath device contributed to improved sensitivity for diagnosis of biliary stricture without insertion of forceps outside the bile duct. Type of adverse events/number of patients pancreatitis 3 patients cholangitis 1 patient.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.